Event description:
It was reported that the lead had a high atrial threshold. The rate drop settings were too aggressive. The device was reprogrammed and requested to make rate drop response less sensitive. The lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.